Manufacturer narrative:
Ous MDR - upon receipt, the ICD was interrogated revealing the battery status mol 2. The device was implanted for 12 month and a large amount of 154 charging cycles was recorded to the device memory. The header of the ICD was visual inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during implantation. There was no indication of a material - or manufacturing problem. At a next step, the memory content of the device was inspected. During the analysis of the available iegm's, noise was observed in the ventricular channel. Therefore, a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The analysis of the ICD revealed no indication of a device malfunction.

Event description:
Ous MDR - after an implantation time of about 12 months, inappropriate shocks were reported. There were no adverse pt side effects reported. Both the ICD and the lead were explanted. Linox td 65/18, (B) (4), MDR: 1028232-2009-01264.